Event description:
In 2003, pt underwent implantation of two vads. Twenty-eight days later, cracks formed on both vads and were leaking silicone coil from within the casing. (Oil serves as a lubricant for the blood sack within the pumping chamber.) Cracks were sealed with bone wax and esmark bandage. Pt transplanted one week later.